Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had blood glucose levels that declined to 53 mg/dl and rose to over 600 mg/dl. Treated with insulin and drank water. No troubleshooting occured.